Event description:
The company was informed that in (B)(6) 2013, the patient developed an infection at her incision site. In (B)(6) 2013, the patient underwent revision mastoidectomy and a surgery to remove the infected capsules. The device was repositioned at this time. The patient's infection has reportedly resolved and the patient is doing well.